Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned at a depth of 4 mm on the non-coronary cusp and 5 mm on the left coronary cusp. Immediately following the valve implant, an angiogram and echocardiogram showed moderate paravalvular leak (pvl) and under-expansion of the valve. Balloon aortic valvuloplasty (bav) was performed and visual expansion of the valve frame was noted. As the non-medtronic balloon was being removed from the patient, it became hooked on the outflow struts of the valve. Subsequently, the valve was dislodged from the annulus into the ascending aorta where it was left implanted. A decision was made to upsize to a 31 mm valve due to the 81.6 mm perimeter and a second transcatheter bioprosthetic valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.